Event description:
Patient reported right side "blood clotting", "scared to death", and "had an MRI for a possible rupture on unknown side". Additionally, patient reported the following events that are not device related: ¿autoimmune disorder¿, ¿rheumatoid arthritis for past 7 years¿, ¿brain fog¿, and ¿blood levels go bad then go back into range however unable to diagnose." Healthcare professional reported "patient is experiencing symptoms of breast implant illness" which is not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "deep vein thrombosis or thrombus" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "blood clotting".